Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established. Correction to field g1: MFR site facility name correction to field g1: MFR site address 1 correction to field g1: MFR site city correction to field g1: MFR site state correction to field g1: MFR site zip/post code correction to field g1: MFR site country.

Event description:
It was reported that the patient with this tactra experienced pressure noted distally on the lateral side of the left corpora. A surgical procedure was performed in which the implant was removed from the left corpora and replaced with a 9.5 mm tactra device. The right side of the previous implant was left in place. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra experienced pressure noted distally on the lateral side of the left corpora. A surgical procedure was performed in which the implant was removed from the left corpora and replaced with a 9.5 mm tactra device. The right side of the previous implant was left in place. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this tactra experienced pressure noted distally on the lateral side of the left corpora. A surgical procedure was performed in which the implant was removed from the left corpora and replaced with a 9.5 mm tactra device. The right side of the previous implant was left in place. There were no further patient complications reported.